Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was observed to have a single distinct kink towards the middle of the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 374mm from the distal tip. The overall length of the guide wire measured 601 mm which is within the specifications. The outer diameter (od) of the guide wire measured 0.799 mm which is within the specification. The guide wire was advanced through an inventory ars and needle to functionally check the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was observed to have a single kink towards the middle of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The doctor experienced the wire kinking causing him to open an additional wire. On using the new wire, the procedure was completed without issue.

Manufacturer narrative:
(B)(4).

Event description:
The doctor experienced the wire kinking causing him to open an additional wire. On using the new wire, the procedure was completed without issue.